Event description:
Philips received a complaint from a service engineer (se), reporting that the v60 ventilator had a "patient circuit occluded" message (1201) in the event log. The device was in clinical use when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
Although an inspection was carried out for "patient circuit occluded", no abnormalities were found. The patient circuit occluded allegation was found in the device¿s event log, but it could not be confirmed during device evaluation and testing.